Event description:
It was reported that a balloon kyphoplasty was performed on a patient with vertebral compression fractures at t11, t12, and l1. The procedure was completed successfully without any complications. However, 1 week post-op it was reported that the patient was taken into the emergency room with symptoms of pain and CT imaging revealed that cement had extravasated and was lodged within the pericardium. According to the report, a cardiac surgeon performed immediate surgery to remove the migrated cement from the pericardium. The patient at this time is in stable condition. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.